Event description:
During verification testing at the service ctr, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
The device was received (B)(6) 2011. Testing and investigation found the device did not sound an audible alarm tone during an alarm condition while on the low volume setting. This was due to contamination of the piezo transducer resulting in an electrical short rendering the piezo inoperable. The chemical reaction causes silver migration between the pins resulting in a silver bridge between the two pins. The silver bridge was caused by contamination. As indicated, the device has been identified as part of a product recall.